Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad trace. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 126 mg/dl. The customer stated that the pump alarmed button error while she had it in her pajama pants, sitting on the floor, facing out on the belt of her pants. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.